Event description:
It was reported that the customer had high blood glucose levels of 400mg/dl and 347mg/dl. The customer treated with 50 units of insulin. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).